Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. A review of the x-ray picture confirms the alleged event. No revision procedure will be performed at this time. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
A patient underwent index surgery on (B)(6) 2017 for a single level cortical screw fusion from l3 to l4 level. On (B)(6) 2018 a revision procedure was performed to extend the fusion of l3-s1 levels. During a routine follow up it as discovered that a screw on the right side of the l4 level had fractured. As per reporter, patient is asymptomatic and no revision procedure will be performed at this time.